Manufacturer narrative:
Evaluation summary the sample was received for analysis and the reported condition was confirmed. A visual inspection was conducted and it was observed that the flange had a missing lug pin. The investigation could not determine a root cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the unit's locking mechanism broke. The customer reported that there was no patient involvement.